Event description:
It was reported that the patient presented in clinic for follow up. There was a ventricular fibrillation like electrocardiogram during hospitalization but the event did not record on the device. The issue resolved itself. No interventions were reported. The patient was stable.

Manufacturer narrative:
Additional information - b3- event date changed to (B)(6) 2022.